Event description:
Device 1 of 2 : reference MFR report: 1627487-2018-07104. Follow up information received identified the patient's drg leads at l3 and l4 were replaced with new leads. Effective stimulation therapy was reportedly restored postoperatively.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2018-07104. It was reported the patient's drg system was not providing adequate pain relief. The patient stated she was unable to feel any stimulation therapy even when adjusting the strength to 100%. X-ray taken confirmed the lead had migrated completely out of the epidural space. Surgical intervention may be necessary to address the issue.